Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implantation of the implantable neurostimulator 977118 intellis pro, the individual experienced a tingling sensation on the skin from the back down the legs to the achilles/ankles, which persisted regardless of whether the stimulator was on or off and had been ongoing since the surgery. There were also reports of difficult or intermittent communication between the patient controller and the stimulator, including instances where the patient was unable to turn on or communicate with the stimulator. Troubleshooting included the setup of a new controller and communicator, which was able to connect to the stimulator; however, the individual continued to experience issues and declined further assistance with reprogramming or troubleshooting. Despite some relief from the stimulator, the individual planned to have the device removed and requested analysis of the explanted product to determine the cause of the communication issues. Device removal was planned, and the individual remained alive with no reported injury. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
H3: the ins, model# 977118, serial# (B)(6), was returned for product analysis. The returned ins was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Telemetry was okay after passive recharge mode recovery. No coupling issue was observed. There was good, stable output on all electrodes. The ins passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D6a/d6b: dates inaccurate, only the month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a healthcare provider. It was reported that the patient's trial for their ins went well, and the patient's permanent ins was implanted on (B)(6) 2025. The patient experienced paresthesia when the ins was both on and off, and they also experienced issues with recharging. The patient believed there were mechanical issues with the device. The ins was removed due to the patient's leg symptoms on (B)(6) 2025. They had no stenosis and they were continuing to experience pain since the ins was explanted; the patient believed that this was nerve pain. The healthcare provider believed that it was a spinal cord stimulator failure from a patient response, as opposed to a device failure. The patient also noted that the explanted ins had not been holding a charge and "it was a poor interface."

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient had pain, discomfort, soreness, and pinching. Device was explanted.